Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device has recorded false asystole and brady episodes due to undersensing. It was also reported that a fast ventricular tachycardia episode was recorded due to noise oversensing. The device remains in use. No patient complications have been reported as a result of this event.